Event description:
The customer reported no button response. Troubleshooting was performed, and the insulin pump began to work for 30 minutes, then gave a high pitched tone with no alarms on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen during count up after battery insertion due to a problem with the motherboard. Unable to test for the constant tone or button/keypad due to the frozen screen.